Event description:
The event is reported as: complaint alleges that the elbow connector with the luer lock port cracks when the circuit connector from the f&p circuit is inserted into the elbow. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.